Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified brachial artery. A 6.00 mm/2.0 cm/50 cm peripheral cutting balloon and another 6.00 mm/2.0 cm/50 cm peripheral cutting balloon were selected for use. During procedure, a 6.00 mm / 2.0 cm / 50 cm peripheral cutting balloon was inflated at 10 atm for 60 seconds; however, upon first the balloon ruptured. The device was simply removed and it was replaced with a 6.00 mm / 2.0 cm / 50 cm peripheral cutting balloon; however, upon first inflation at 10 atm for 60 seconds, the balloon also ruptured. Leak of contrast media was observed under fluoroscopy and outside the patient's body. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.